Event description:
73 yr old male admitted for intravascular stent insertion in right iliac artery, diagnosed with arterial occlusive disease. Angioplasty balloon ruptured during removal. Sheath and introducer removed with piece of balloon; pt discharged next day. Returned on 11/13/98 with left common iliac artery occlusion, had embolectomy with removal of foreign body (catheter balloon tip).